Event description:
The complainant had placed an impella cp for the support of a pediatric patient. It was reported that upon explant of the pump it was seen to be kinked. The patient remained stable and no patient harm was noted.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of product damage (cannula kink) has been completed. The impella device was not returned for evaluation. The root cause of the product damage cannula kink issue was not determined since product was not returned for investigation and lack of clinical details. B3 date of event was erroneously entered on the initial manufacturer device report number.